Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of weakness and not feeling well with lower back and abdominal pain with subsequent diagnosis of peritonitis with hospitalization. However, there is no documentation in the complaint file that shows a causal relationship between the event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a product malfunction, deficiency or defect reported for this event. All pd patients are at increased risk of infection due to a compromised immune system and the dialysis techniques which increase the risk of microbial contamination. The majority of pd related peritonitis is caused by a breach in aseptic technique by the patient as they are handling the pd catheter connections or the pd catheter itself. Although the organism is unknown and the cause has not been confirmed, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis based on the available information and no allegation of a malfunction, deficiency or defect for this event.

Event description:
A female patient on peritoneal dialysis (pd) reported being admitted to the hospital and diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic with weakness and not feeling well with lower back and abdominal pain. The patient stated they were also feeling full and uncomfortable after their last bag of icodextrin. The patient had a scheduled appointment with their physician after the clinic visit. The patient was sent from the doctor appointment to the emergency room (ER). The patient was diagnosed with peritonitis and admitted to the hospital. The pd effluent culture results were not available. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin 1.5mg daily. The patient was discharged after five days. The cause of the peritonitis is unknown, but no cassette leak or other product issue was reported. The patient¿s reported drain complications were due to the peritonitis. The patient is currently continuing to complete pd therapy on the liberty select cycler with no reported issues.